Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, on the third firing, the device made a loud noise and would not open after firing. While trying to remove the device, bleeding occured and the procedure was converted to a laparotomy.